Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 48 mg/dl, and the meter bg reading was 140 mg/dl. Reportedly, a second cgm bg reading was 40 mg/dl, and the meter bg reading was 159 mg/dl. No additional patient or event information was available. Tandem technical support instructed the customer to enter calibration bg values to address the issue. Reportedly, the cgm readings became accurate and the customer continued to use the sensor.